Event description:
It was reported that pump displayed malfunction alarm and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and malfunction did not recur after reset, so customer was advised to continue using pump, to call back if malfunction occurred again, and was informed that pump would be replaced if issue happened a third time.